Event description:
It was initially reported that during a photoselective vaporization of the prostate procedure the fiber cracked at the tip after 18,732 joules with 2 minutes and 13 seconds of fiber use. It was further clarified that there was no detachment of the fiber tip, but that the physician was too close to the tissue during the procedure and the tip of the fiber started to rotate and there was less energy. It was noted that the fiber tip was cleaned during the procedure. The procedure was completed utilizing a second fiber without patient complications.

Manufacturer narrative:
B5 event description correcting sequence of event clarifying rotating tip and decrease if vaporization, but no detachment of tip. H6 device codes updated based on response as there was no detachment of tip. The manufacturer has reviewed all information clarifying the initial event and determined this event no longer meets reporting criteria for the device in question.

Manufacturer narrative:
D7 sud reprocessed and reused - corrected to reflect sud. H6 patient code corrected to reflect patient outcome per event description. H6 impact code corrected to reflect health impact code based on patient outcome.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber cracked at the tip after 18,732 joules with 2 minutes and 13 seconds of fiber use. It was added that when the physician was too close to the tissue during the procedure, the tip of the fiber started to rotate and there was less energy. It was noted that the fiber tip was cleaned during the procedure. There was no detachment of the tip. The procedure was completed utilizing a second fiber. There were no patient consequences reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber cracked at the tip after 18,732 joules with 2 minutes and 13 seconds of fiber use. It was added that when the physician was too close to the tissue during the procedure, the tip of the fiber started to rotate and there was less energy. It was noted that the fiber tip was cleaned during the procedure. There was no detachment of the tip. The procedure was completed utilizing a second fiber. There were no patient consequences reported.